Event description:
The pt was implanted with an implantable ventricular assist device (ivad). It was reported by the vad coordinator that the pt was cooking while at home and had told her sister-in-law that she was going to the bathroom and would be right back. The patient was found with the ivad percutaneous lead separated at the pump connection and the pump had stopped. The paramedics were called and upon arrival, they attempted to hand pump the patient; however, they were not successful in doing so due to a wire reportedly being in the way. The pt was then transported to the hospital and an autopsy was performed.

Manufacturer narrative:
The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.